Event description:
It was reported that the user did not complete the fill/prime of the infusion set tubing before bed, which led to inadequate insulin delivery and high blood glucose while using the ilet system with an infusion set and cartridge; troubleshooting and education were provided, and the user was assisted in completing the supply change and proper tubing prime. Symptoms included hyperglycemia with a reported glucose of 289 mg/dl. Outcomes included transient elevated glucose without hospitalization or emergency care. Investigation included customer interview and troubleshooting focused on infusion set and cartridge handling and pump priming steps. Investigation of this case revealed user technique error resulting in an incomplete or absent tubing prime and consequent underdelivery of insulin. It was concluded that the event was due to user handling of the infusion set/cartridge and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.